Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 400 mg/dl. Customer treated high blood glucose with bolus and changing the set. Customer declined the troubleshooting. Customer stated high blood glucose due to set was occluded. The device will not be returned for analysis.